Manufacturer narrative:
A system log review could not be performed because the system logs were not available.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax. The patient had a medical history of diabetes mellitus, hypertension, and obesity. The biopsied lesion size was 1.5 x 1.2 cm and was located in the right middle lobe adjacent to the pleura. Per the physician, the pneumothorax was caused by a lot of diversion caused by atelectasis due to a difficult intubation. Additionally, the procedure was considered high risk of pneumothorax given nodule tethering to the pleural lining. Post procedure, the patient experienced mild dyspnea and an x-ray detected a pneumothorax 3 cm from the apex. The pneumothorax grew slowly and was initially drained by needle aspiration, but eventually required chest tube placement (14 french) due to slow re-growth after aspiration. The patient also required 100% oxygen supplementation. The physician believed that a pneumothorax would have potentially occurred with another biopsy modality because of the lesion shape and pleural involvement. The procedure was completed and samples collected. The diagnosis was candida pna. The patient was hospitalized for 4 days then discharged home. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.